Event description:
A durable medical equipment supplier (dme) informed the MFR of a continuous positive airway pressure (CPAP) device failure that resulted in a small void in the device's upper enclosure. No pt or user harm or injury was reported. The device was returned to the MFR by the dme for eval and the void in the upper enclosure, approximately 0.375" x 0.375", was confirmed. An internal eval of the device revealed a white residue, similar in appearance to that resulting from tap water evaporation, on the device's therapy and sensor printed circuit assemblies (pca). Thermal damage to several components located on the device's therapy pca was also observed. These components were adjacent to each other and located on an area of the pca directly below the void in the device's enclosure. The MFR believes the pca component failure caused the observed void based on the proximity of the thermally damaged components to the void.

Manufacturer narrative:
The MFR is continuing their investigation of this issue and will file a f/u report when it is completed.